Event description:
Emergency trach change done due to loss in tidal volumes. Leak noted in cuff. Old trach was removed and new trach, (B)(4), was inserted with no bleeding from the site (B)(6) 2024 ; 23:45.